Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. During the homechoice return instrument test/evaluation (rite) functional testing, the device failed therapy monitor volume performance spec. The rite electrical safety analyzer test was performed and passed. An accuracy confirmation test was performed and the device failed to meet volumetric specifications. Temperature verification test was performed and the device passed all testing. The cycler remote toolbox (crt) software was used to diagnose the device pneumatic system and all pressures were correct and stable. Internal and external inspection was performed and no issues were noted. A visual inspection was performed. The inspection revealed that door piston was cracked. The direct cause of the reported problem was determined to be deteriorated piston foam and a cracked piston. The piston and piston foam were scrapped. The device was sent to service. This issue will be further investigated through CAPA. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the homechoice device failed fluid volume accuracy testing. There was no patient involvement. No additional information is available at this time.